Event description:
Related manufacture reference number: 2017865-2023-48245. It was reported that the patient presented prior to changeout procedure. Interrogation noted that the right ventricular lead exhibited noise oversensing and the atrial lead exhibited high lead impedance and high capture threshold. Both lead were capped and replaced on (B)(6) 2023. The patient was in stable condition.